Event description:
It was reported to lifecell that following a subcutaneous mastectomy with immediate reconstruction using the device on (B)(6) 2011, the pt developed an impaired wound healing on the right side, prompting revision to the right breast ((B)(6) 2011). On opening, it was discovered that the device had dissolved in the lower pole of the breast. The sutures were still in place, closely stitched to the pericostal region in the submammary fold. The device was explanted and replaced with another like device. This complaint was initially evaluated as unrelated to the device and due to the pt's impaired wound healing ability. Lifecell is now reporting this as serious injury. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of info reported to lifecell. Review of the device history records. Query of lifecell complaint mgmt database for other complaints reported against this lot. Results of eval: review of the device history records resulted in no remarkable findings; at the time of the investigation, of the 359 devices processed for lot s10881, 271 devices were distributed with no reports that other devices from this lot were implanted. As of 09/30/2011, there were no other complaints reported to lifecell against this lot. Conclusion: device lack of effectiveness related to pt condition. Lifecell concludes that improper wound healing, which was severe enough to require surgical revision, lead to exposure of the device which impacted the device performance. This complaint was initially evaluated as unrelated to the device and due to the pt's impaired wound healing ability. Lifecell is now reporting this as a serious injury.